Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had fungal vegetation on the tricuspid valve. Sternotomy was performed to remove vegetation and tricuspid repair was also performed. The field representative verified that the rv lead was not totally extracted and a portion was left in the subclavian. Additional information from the field representative indicated that this rv lead was difficult to remove due to the length and there were adhesions. The rv lead was abandoned surgically. No additional adverse patient effects were reported.